Event description:
Reporter indicated that a vns patient had developed new-onset sleep apnea due to rapid vns parameter cycling. The vns was disabled and the sleep apnea resolved. Attempts for further information are in progress.